Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in a different location in the spine than anticipated with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): - the deviation of the 2 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery and one k-wire (right t9) was corrected to its intended position without the aid of navigation at the very same surgery while the other deviating k-wire (right t11) was not re-positioned as it's position was deemed acceptable. - the outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. - there was no direct (or increased) risk of harm to a critical structure due to the deviating k-wires placements. - there was no actual harm/negative clinical effect to the patient due to the deviating k-wire placements, also not due to surgery/anesthesia prolongation by 40-60 minutes. - no further medical/surgical remedial actions were necessary, done or planned for this patient as a result of the deviating k-wire placements, nor did the patient require a prolongation of hospitalization. H6: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A spine surgery for a t9-t11 percutaneous screw placement was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From intra-operative x-ray scans, the surgeon discovered that 2 k-wires placed with the aid of navigation deviated from their intended positions. According to the surgeon (treating clinician): - the deviation of the 2 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery and one k-wire (right t9) was corrected to its intended position without the aid of navigation at the very same surgery while the other deviating k-wire (right t11) was not re-positioned as it's position was deemed acceptable. - the outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. - there was no direct (or increased) risk of harm to a critical structure due to the deviating k-wires placements. - there was no actual harm/negative clinical effect to the patient due to the deviating k-wire placements, also not due to surgery/anesthesia prolongation by 40-60 minutes. - no further medical/surgical remedial actions were necessary, done or planned for this patient as a result of the deviating k-wire placements, nor did the patient require a prolongation of hospitalization.